Event description:
It was reported that patient underwent left total knee arthroplasty on an unknown date where competitor's products were implanted. Subsequently, patient was revised on (B)(6) 2011 due to an infection. A re-implantation procedure took place on (B)(6) 2011 where biomet orthopedic salvage components were implanted. Patient was revised again on (B)(6) 2014 due to an infection. The joint was washed out and the bearing, axle, locking pin, femoral bushing, and reinforced yoke were replaced. An additional revision procedure occurred on (B)(6) 2015 because the distal femoral screw had become loose. The bearing, bushings, axle, locking pin, yoke and femoral screw were removed, in order to gain access to the screw, then replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.